Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that the filtered extension set is occluding three to four times daily while infusing lipids. The patient was reported to have developed an unspecified infection within the days following an occlusion.